Event description:
An endeavor sprint drug-eluting stent was implanted in the rca to treat a dissection that occurred during the index procedure. Approximately 9 months post index procedure the patient suffered gi bleed. Adenocarcinoma of the colon was confirmed. Treatment provided was a hemicolectomy and blood transfusion.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).